Event description:
Event determined to be reportable based on device analysis approved 05/23/2007: it was reported that during a drug-eluting stenting procedure of the left circumflex (lcx) artery, the taxus liberte 24mm x 2.25mm stent delivery system (sds) was unable to cross the lesion. The device was removed, however, it was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the distal edge of the stent. The distal stent struts were slightly flared in a uniform fashion. This type of damage is consistent with inflation of the balloon. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.